Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the plastic was half broken and gone from the reservoir and there was damage on the back of the insulin pump. The troubleshooting was performed and found that the ring on the reservoir was broken. The customer was advised the insulin pump will need to be replaced and to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.